Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: evaluation of the system monitor confirmed the reported event of a screen issue. Reloaded the software and re-calibrated the touchscreen. The system monitor was tested and returned to the customer's site. A corrective and preventative action (CAPA) was opened to further address the issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The system monitor was received into inventory on 22mar2007. The system monitor shipped to the customer on 20apr2007. The unit was manufactured on 13mar2007. Heartmate ii power module instructions for use revision b states if the screen does not function, contact thoratec for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that after the system monitor software upgrade was completed, the touchscreen no longer worked.